Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the outcome was resolved without sequelae (B)(6) 2014.

Event description:
Additional information received reported the event was programming related. When the resolution status was updated, the physician investigator indicated this was the subject's norm.

Event description:
Additional information received from the healthcare provider (hcp) for a clinical study clarified etiology was related to the device or therapy and not related to the implant procedure.

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va0dhd9, implanted: (B)(6) 2013, product type: lead; product ID 3389s-40, lot# va0dhd9, implanted: (B)(6) 2013, product type: lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
The healthcare professional from a clinical study reported the patient had high impedance. No action was taken and the event was considered ongoing. The etiology was the programming and was related to the device or therapy and not related to the implant procedure. Additionally it was noted to be not related to the device or therapy and related to the implant procedure. Due to conflicting information it was unclear what the relation was. No patient signs or symptoms were reported. If additional information on device relation and outcome are reported a follow-up report will be sent.